Manufacturer narrative:
Device received with cracked or detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime or fill anomaly due to cracked or detached end cap. Also device had loose or protrude drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was squirting out. Customer's blood glucose level was unknown. Customer also stated that the drive support cap was loose. The device will be returned for analysis.